Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen would delay in responding to presses. During troubleshooting, it was confirmed that the screen required multiple presses to respond. There was no reported impact to the customer's blood glucose level.